Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation was performed by a fresenius regional equipment specialist (res). A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.  Clinical investigation: a temporal relationship exists between hd therapy utilizing the 2008t hemodialysis system and the patient¿s need for the installation of a tissue plasminogen activator into the patient¿s hd catheter (not a fresenius product). While a 2008t hemodialysis system device malfunction caused a delay in services, the hdrn stated the patient experienced no injury from the event, and successfully completed treatment on another hd machine. The patient¿s reported issues with the hd catheter (not a fresenius product) closing occurred after the patient was disconnected from the 2008t hemodialysis system. Based on the information available, the 2008t hemodialysis system can be disassociated as there is no allegation or objective evidence the 2008t hemodialysis system caused or contributed to the event.

Event description:
On (B)(6) 2019, fresenius was made aware this (B)(6)-year-old female patient with end stage renal disease (esrd) on hemodialysis (hd) thrice weekly for renal replacement therapy (rrt) for approximately 1 year required tissue plasminogen activator therapy to their hd catheter (not a fresenius product) after being unable to complete hd therapy due to machine issues with the 2008t hemodialysis system on (B)(6) 2019. During follow-up with the hemodialysis registered nurse (hdrn) revealed the hdrn noticed the remaining time dialysis (rtd) clock was not counting down approximately 30 minutes into treatment. The hdrn stated in addition to the rtd issue, both the main clock and the uf clock stopped, and the uf rate changed. The hdrn stated this was a ¿low volume¿ treatment and no injury was experienced by the patient. However, due to issues with the patient¿s catheter closing, after the patient was taken off the 2008t hemodialysis system, the patient required the installation of alteplase to the hd catheter (not a fresenius product) with a dwell time of 1 hour. The hdrn stated the patient was transferred to a phoenix hd machine, and completed treatment without issue. The hdrn reported the correct amount of fluid was removed from the patient. It was also confirmed that the biomedical technician at the clinic replaced the function board on the 2008t machine to resolve the issue and return the machine to service. Additional information was requested, but was not provided. If additional information is received, a supplemental report will be submitted.